Event description:
The customer reported via phone call that the needle hub and sensor connector broke off inside the serter device. The customer stated that this occurred while he was changing the sensor. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor. Unable to confirm the sensor anomaly due to the sensor being returned opened/used. Also unable to confirm the complaint against the enlite-serter or the adhering/sticking complaint because the sensor was returned opened/used.